Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Downloaded the isf (interstitial fluid) log using approved software. The glucose value graph analysis was performed. Alarms were not displayed when glucose value was outside the threshold range. A known good sensor was activated with the returned reader. Observed signal and sound icons are shown as activated. Wait for few minutes to ensure that there was no disruption in the ble (bluetooth low energy) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. An extended investigation has been performed. A reader was received by the product quality engineering team. A visual inspection was performed using a microscope on the returned reade. No signs of damage were observed. Reader isf log data was downloaded and analyzed for inconsistencies in the registered triggered alarms. None were observed during isf log analysis. Further testing on the reader¿s bluetooth, vibrator, and speaker systems was performed. The returned reader was paired with a known good puck and the reader's isf log was checked after few minutes for consistent bluetooth packet reception. No dropped packets were observed during isf log analysis, indicating the returned reader's bluetooth module was fully functional. A reader self-test was performed on the returned reader to verify the functionality of the reader's speaker and vibrator modules. Both modules were observed to be fully functional during testing. All modules relevant to the returned reader's alarm system were found to be fully functional with no evidence of a product malfunction observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor scan of 33 mg/dl was obtained however, the device failed to alarm with low glucose. As a result, the customer was not alerted of changes in glucose level and experienced loss consciousness and was unable to self-treat. The customer was seen in a hospital and received unspecified medical assistance from a healthcare professional for the reported issue. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor scan of 33 mg/dl was obtained however, the device failed to alarm with low glucose. As a result, the customer was not alerted of changes in glucose level and experienced loss consciousness and was unable to self-treat. The customer was seen in a hospital and received unspecified medical assistance from a healthcare professional for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.